Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Crm service notification text 05/03/2022 09:56:08 erp_rfc_user related svn (B)(4). Crm service notification text 05/03/2022 09:51:45 diazr52 customer concern: patient said the crack is along the back from the sticker down along the side she said she submitted form for recall (B)(4). Updated email address (B)(4): bumped/dropped/cosmetic damage advise customer to disconnect from the pump: customer completed previously is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp?: no. Does customer report pump has been bumped/dropped?: neither does the infusion set show signs of damage?: no. Does the reservoir show signs of damage?: no. Does pump show any signs of physical damage?: pump shows physical damage document the type of damage: crack on the back battery cap damage document how the damage occurred: she don't know describe the location of the damage: back along on the sticker to the side did customer report out of box damage?: no. What is the type of damage?: crack is there any physical damage to pump's retainer ring?: no. Did damage occur while using a silicone case?: no. Review the pump care best practices. Advise customer the serialized device will need to be replaced: yes. Instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes. Advise customer on how to put pump in storage mode after discontinuation: yes. Will the serialized device be replaced?: yes. Inform customer about product replacement policy. Crm service notification text 05/03/2022 09:43:06 diazr52 referenced report provided to medtronic field personnel on 05/02/2022- forwarded to medtronic 24hr technical support dept / incident date from unknown report. Please contact patient for in warranty replacement. She called me just now while at work and unable to transfer to 24hr helpline. She has crack across screen and crack across back of pump. Patient understood to expect call and would call me tmrw if she didnt hear anything. Best contact number is (B)(6). End report.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The complaint is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this complaint will be re-opened and re-evaluated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.